Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).

Manufacturer narrative:
According to the customer, (B)(6) 2026 during a craniotomy "there was [towel] lint getting stuck to instruments, incision site, [surgeon], getting stuck on bone wax" and "from start to finish lint was prominent and noticeable." Per the customer, "the surgeon picked the lint out and inspected." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, (B)(6) 2026 during a craniotomy "there was [towel] lint getting stuck to instruments, incision site, [surgeon], getting stuck on bone wax" and "from start to finish lint was prominent and noticeable."